Event description:
It was reported that pump on/off wake button was sticky and sometimes did not respond to touch. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.